Event description:
The occurrence was for a status post-op pt for reversal of colostomy secondary to diverticulitis. Nurse was removing foley catheter and allowed water to drain into syringe in accordance with manufacturer's recommendations. As nurse withdrew the catheter, patient suddenly felt pain and told nurse. Nurse continued to slowly remove catheter. Nurse observed that the balloon had "cuffed". Patient's urine was checked for hematuria; no evidence of blood in urine. Previous incident similar to this one was reported to medsun and to manufacturer. Manufacturer had advised us that this was result of the silicone material having "less memory" than latex. Manufacturer response for foley catheter, (brand not provided): have left message for sales rep.